Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and buttons were not responding. Customer¿s blood glucose level had been running higher up to 300 mg/dl and 220 mg/dl at the time of incident. Customer had to change the battery in her insulin pump. However, the battery icon in her insulin pump was still red. Customer reported that the screen was not completely blank. Customer stated that the label was worn off. Customer was insert battery alarm did not appeared on insulin pump screen. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. A new test battery was installed into the battery compartment. Device powered up properly. No battery icon anomaly, insert battery alarm, power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device was monitored for 1 day. No frozen screen or blank display anomaly noted. Device responded properly to button presses. No unresponsive buttons or stuck button alarm/button error alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. No damage noted on the serial number label. Device had a faded end cap address label, minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. (B)(4).